Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, nrg transseptal needle was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture was performed. A watchman access system (was) was advanced with a 24mm watchman flx pro closure device and delivery system (wds) and positioned at the laa. The wds was subsequently deployed. The patient became hemodynamically unstable. The patient was assessed and noted to have a posterior wall pe on tee. A pericardiocentesis was performed and a pericardial drain was left in place. The closure device was implanted, and the procedure was concluded. The patient was admitted to the hospital and is expected to fully recover. It was further reported that the blood removed from the pericardiocentesis was auto-transfused back into the patient. No difficulties or complications were noted during the procedure with patient anatomy or nrg device.